Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found it was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was longitudinally torn. It is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on an unknown date. During the procedure, when the pressure was increased to 7 atm to expand to 18 mm, the balloon ruptured in 2-3 seconds. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6). Fax number: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on an unknown date. During the procedure, when the pressure was increased to 7 atm to expand to 18 mm, the balloon ruptured in 2-3 seconds. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.